Event description:
Healthcare professional reported right side "capsular contracture baker grade IV, pain, and mammary deformity," and via mammogram, "radial folds, intramammary lymph node, benign vascular and round calcifications of diffuse distribution. Axillary region with lymph nodes, increase in anteroposterior diameter with transverse aspect, with an impression of capsular contracture or encapsulation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.